Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. After locking the connector unit received with all operating currents within spec and passed unexpected restart error test. No unexpected low battery alarm anomalies noted. No unexpected squealing noise during rewind anomalies noted. The insulin pump was received with minor scratched lcd window, belt clip slot, missing end cap sticker, cracked reservoir tube lip and cracked case. Visual inspection shows that damage to lcd window is a scratch not a crack as reported by user.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was 140mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. The product will be returned.